Event description:
It was reported that original surgery was on (B)(6) 2011, right knee medial osteotomy and patellofemoral ligament reconstruction. On or about (B)(6) 2011, patient was walking down steps when she heard and felt a crack around her knee. It was determined to be a right tibal shaft fracture below the osteotomy. On (B)(6) 2011, patient was informed she would need another surgery. On (B)(6) 2011 while still on crutches the patient slipped and fell fracturing her tibia and fibula. On (B)(6) 2011 patient under went revision with hardware and plating of her right tibia shaft fracture. On (B)(6) 2012 follow up visit; x-rays showed the plates and screws had failed, fractured. Final surgery on (B)(6) 2012, patient had all hardware removed and an orthopaedic rod implanted to stabilize her tibia and fibula.

Event description:
It was reported that original surgery was on (B)(6) 2011, right knee medial osteotomy and patellofemoral ligament reconstruction. On or about (B)(6) 2011, patient was walking down steps when she heard and felt a crack around her knee. It was determined to be a right tibial shaft fracture below the osteotomy. On (B)(6) 2011, patient was informed she would need another surgery. On (B)(6) 2011 while still on crutches the patient slipped and fell fracturing her tibia and fibula. On (B)(6) 2011 patient under went revision with hardware and plating of her right tibia shaft fracture where it was reported that a 7x22 bio-composite implant (arthrex 7x23) was used. On (B)(6) 2012 follow up visit; x-rays showed the plates and screws had failed, fractured. Final surgery on (B)(6) 2012, patient had all hardware removed and an orthopaedic rod implanted to stabilize her tibia and fibula.

Event description:
It was reported that original surgery was on (B)(6) 2011, right knee medial osteotomy and patellofemoral ligament reconstruction. On or about (B)(6) 2011, patient was walking down steps when she heard and felt a crack around her knee. It was determined to be a right tibial shaft fracture below the osteotomy. On (B)(6) 2011, patient was informed she would need another surgery. On (B)(6) 2011 while still on crutches, the patient slipped and fell fracturing her tibia and fibula. On (B)(6) 2011 patient under went revision with hardware and plating of her right tibia shaft fracture. On (B)(6) 2012 follow up visit; x-rays showed the plates and screws had failed, fractured. Final surgery on (B)(6) 2012, patient had all hardware removed and an orthopaedic rod implanted to stabilize her tibia and fibula.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. According to the surgical technique, the device included in the event is to be used for the patella and femur during medial patellofemoral ligament reconstruction. Per the event description the failure occurred on the tibia and fibula (the tibial plate and screws/everything used on tibia were not arthrex products). The surgeon used the arthrex device off-label. As stated in the event description, the most likely cause of the event is due to patient non-compliance. Per product directions for use, post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided, so device history record review cannot be performed. According to the surgical technique, the device included in the event is to be used for the patella and femur during medial patellofemoral ligament reconstruction. Per the event description the failure occurred on the tibia and fibula (the tibial plate and screws/everything used on tibia were not arthrex products). As stated in the event description, the most likely cause of the event is due to patient non-compliance. Per product directions for use, post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Manufacturer narrative:
This second follow-up is for a change of part number for the device. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Per the event description, a bio-composite screw was used during tibial fracture repair. The surgeon used the arthrex device off-label. Per the surgical technique as stated in directions for use: knee: anterior cruciate ligament repair, medial collateral ligament repair, lateral collateral ligament repair, patellar tendon repair, posterior oblique ligament repair, iliotibial band tenodesis, (biocomposite interference screw, round delta biocomposite interference screw, delta tapered biocomposite interference screw, biocomposite retroscrew) posterior cruciate ligament repair. Do not use for surgeries other than those indicated. As stated in the event description, the most likely cause of the event is due to patient non-compliance. Per product directions for use, post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.